Event description:
The customer reported they cannot get door latch hinge off to replace door latch. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow-up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 18sep2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported they cannot get door latch hinge off to replace door latch. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported they cannot get door latch hinge off to replace door latch. No patient involvement.